Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned short hexdriver confirms both ends of the trigen hexdriver are damaged. The instrument exhibits extreme amount of use and wear. This device was manufactured in 2017. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery the short hex driver and retaining rod kept slipping on the head of the screw. They come as 2 pieces the hex driver and the retaining rod that goes inside of it. There was no delay in surgery. Another sn product was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.